Event description:
Ephedrine 25 mg/5 ml syringes (ndc 14789-251-09) are produced by nexus pharmaceuticals and are provided in a 5 ml glass bd syringe. It was discovered that on multiple occasions, the luer lock portion (male and female attachment) of the syringe pops off of the syringe with little force/depression of the plunger or by lightly pulling on the luer lock attachment. This leaves the injectable syringe to look like an oral syringe. This is a major safety risk as the IV syringe that contains ephedrine now looks to be an oral syringe. Most other luer lock syringes have the removable female portion of the luer lock and the male portion of the luer lock is non-removable. These 5 ml glass bd syringes require little force to remove both the male and female sides of the luer lock.